Event description:
Patient was revised to address femoral loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The acetabular cup as reported in error. The femoral stem was loose resulting in revision surgery. The MDR has been updated to reflect this correction. The investigation is ongoing at this time.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address acetabular loosening.